Event description:
It was reported that a homechoice (hc) cassette experienced a leak during automated peritoneal dialysis (apd) therapy. Troubleshooting revealed that one of the connections was not made properly. A technical service representative (tsr) assisted a care giver (cg) with ending therapy. The cg planned on restarting therapy using new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.